Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: g6, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an investigation on a different batch/lot# the reported condition of fat on the outside of the basket and inside the chamber walls seems very unlikely to happen. The vacuum not working is likely due to the flexing of the chamber walls and causing intermittent vacuum. No cause could be determined for the reported issue. A vacuum leak can develop between the foam tray and sliding drawer is a known issue and is addressed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The viality unit seemed to be faulty with fat going into the side walls, instead of the basket. Suction was not working properly.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.